Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the atrial lead was exhibiting noise leading to oversensing and triggering false auto mode switch episodes. Programming changes were performed. The patient was in stable condition.